Manufacturer narrative:
H6 e0506 added after re-evaluation: clinical rationale: an impella cp device was inserted into the left femoral artery in a male patient presenting with acute myocardial infarction (ami) and cardiogenic shock (cgs). During the procedure, access site bleeding was noted after insertion of the guidewire. About 2-3 hours post-procedure, it was noted that the patient had a hematoma at the access site while in the intensive care unit (ICU). The family elected to withdraw care, and the patient expired. The impella cp will be coded for major bleed, hematoma, medical device removal, and conservatively reported for death; however, the device is unlikely to have contributed to the patient's death, which was most likely due to the underlying critical clinical condition. Access site bleed is a a known risk per the device's instructions for use (IFU) due to anticoagulation and purge requirements.

Event description:
It was reported that a patient implanted with an impella cp experienced a hematoma. Care was withdrawn and the patient expired.

Manufacturer narrative:
A2, a4, a5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D4 UDI information was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Asae / hematoma / major bleed: the cause of the access site adverse event was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.